Event description:
The technician alleged the head of the bed was in the highest position due to the head up button being stuck in the on position. This caused a continuous head up signal to be sent to the motor control board. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.